Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR number: 1627487-2019-04769. It was reported during a procedure to address lead migration (reference MFR number: 1627487-2019-04769) the physician had difficulty implanting replacement leads due to patient factors. As a result, the physician opted to remove the system and abandon replacing the devices.